Manufacturer narrative:
Investigation summary: bd did not receive samples or photos from the customer in support of this complaint. Therefore, 100 retention samples from the bd inventory were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes the rubber stopper remained in tube. The following information was provided by the initial reporter, translated from japanese to english: this is a report about incorrect cap placement. According to the user' verbatim report, when a black cap was removed, another black cap or the like came out.

Event description:
It was reported that the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes the rubber stopper remained in tube. The following information was provided by the initial reporter, translated from japanese to english: this is a report about incorrect cap placement. According to the user' verbatim report, when a black cap was removed, another black cap or the like came out.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.